Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Recommended asr revision - left hip. Asr xl acetabular system update received (B)(6) 2013. Three products added. Dummy product page amended. Reason for revision, explant date, surgeon, hospital added. Reason(s) for revision: pain. Update form 57 received (B)(6) 2013. Stem lot number, reference number, additional reason for revision added. Reference number: (B)(4). Reason(s) for revision: component loosening - incorrect see below update received (B)(6) 2013. Revision reason amended. Reason(s) for revision not as above, this is the new reason for revision: pain due to increasing metal ion levels. Update (B)(6) 2018. Additional information received from crawford. Updated manufacturing dates. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (left hip).